Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was separated from the patient adapter. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adapter and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient connector and the silicone tubing of a minicap transfer set. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.